Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage at the lap joint in the sheath assembly. Impedance testing shows an electrical open at proximal wave form. Imaging core windup was found within the telescope section of the device. Windup were encountered in the non heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
Reportable based on investigation completed on (B)(6) 2017. It was reported that lost image occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci), tortuosity was severe and when the device was pushed, lost image occurred before reaching the lesion. The procedure was completed with another with same device. No patient complications were reported. However, device analysis revealed a damage in the lap joint area in the sheath assembly.